Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a reservoir that would not lock into place. Customer stated that he tried a different reservoir and it functioned properly. Blood glucose level at the time of the incident was over 300 mg/dl. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. The checked reservoir snap-caps width dimensions and found the reservoir's snap-cap too loose to connect/lock/release properly.